Event description:
Same case as MDR ID: 2134265-2015-04189. It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. After a guide wire was inserted to the lesion, a 7.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilation. During the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was exchanged with an 8.0mmx40mmx135cm sterling¿ balloon catheter; however, the balloon ruptured on the first inflation at 5 atmospheres for 5 seconds. The procedure was completed with dilatation of a 7-40 mustang balloon catheter and implantation of an 8-37 express ld stent. Good blood flow was then noted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a sterling balloon catheter and a tuohy. Blood and contrast was inside and outside of the device, with blood in the air lumen. There were kinks in the midshaft 26cm and 27cm from the tip of the device. The hypotube of the device had kinks correlating with the kinks in the shaft. An attempt was made to inflate the device; however, the dried contrast in the inflation lumen prevented inflation. The device was soaked in a warm water bath for 28 days. After the 28 days another attempt was made to inflate the balloon; however, the attempt was unsuccessful. No proximal weld damage was found on the proximal bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral retrograde approach. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. After a guide wire was inserted to the lesion, a 7.0mmx20mmx135cm sterling¿ balloon catheter was advanced for dilation. During the first inflation at 5 atmospheres for 5 seconds, the balloon ruptured. The device was exchanged with an 8.0mmx40mmx135cm sterling¿ balloon catheter; however, the balloon ruptured on the first inflation at 5 atmospheres for 5 seconds. The procedure was completed with dilatation of a 7-40 mustang balloon catheter and implantation of an 8-37 express ld stent. Good blood flow was then noted. No patient complications were reported and the patient's status was good.